Manufacturer narrative:
Additional details were received stating that this lead was confirmed to have been fractured. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. Additionally, noise was oversensed which resulted in an inappropriate shock and pacing inhibition. High thresholds were also observed. A revision procedure was performed to replace this lead. However, placement difficulty was experienced and they were unable to maneuver the lead due to scarring in the subclavian. The patient will undergo a laser lead extraction and placement of a new rv lead will occur in the near future. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The lead remains in service at this time. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
Additional information was received stating that fluoroscopy and an x-ray were inconclusive for lead fracture. The out of range measurements were obtained through the device and the pacing system analyzer (psa). A lead extraction and replacement procedure is scheduled for the near future. The lead will be returned following the procedure.